Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed the physical visual inspection. The receiver was unable to charge and boot. The receiver download log was not able to be evaluated and functional testing could not be performed. The receiver case was opened for inspection and the voltage was measured. At 1.7v. It was found that the battery ic chip was damaged/cracked. The reported issue of receiver ceases to function was confirmed as the battery ic chip was cracked. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, rtt loss was found within the investigation window.